Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/27/2025 the user reported that on (B)(6) 2025 the touchscreen of the ilet could not be unlocked. The patient was unable to continue insulin pump therapy and transitioned to blood glucose monitoring with a blood glucose meter and multiple daily insulin injections. No hospitalization was reported. No long-term health effects were reported. A replacement device was sent.